Manufacturer narrative:
The investigation results for this complaint are: involved excavator double ended USA 17 that broke during use was not returned. Provided picture is not enough for analysis (analysis must made under high magnification and requires that the involved is physically available). Nothing unusual to report was found during DHR review (batch #1781798). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a excavator double ended broke during use. The broken part was removed and there was no need for any additional treatment. No injury.